Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that coronary artery restenosis occurred. In (B)(6) 2012, the patient presented with stable angina and the index procedure was performed. The 75% stenosed, 22x3.0mm, eccentric, type c, diffused with a <45 degrees bend target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). The target lesion was treated with pre-dilation and implantation of 3.0x24mm promus element drug-eluting stent at 18 atmospheres in the mid rca. Following post-dilatation, the residual stenosis was 0% and timi flow was 3. The procedure was completed. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2016, coronary artery restenosis in distal rca. In (B)(6) 2016, percutaneous coronary intervention was performed as a treatment. On the same day, symptoms disappeared.